Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodule requiring excision, was deemed to meet serious injury criteria. The device history record could not be reviewed as the lot number was not reported.

Event description:
This literature case was received from a health care professional and concerns a (B)(6) female patient who was injected with an unspecified hyaluronic acid filler several years prior to this report for lower facial rhytides. The patient initially denied a history of fillers. Medical history positive for bilateral lower eyelid blepharoplasty 10 years prior. Concomitant medications not reported. On an unspecified date, the patient presented for evaluation of progressively worsening bilateral lower eyelid edema and palpable masses over the past year. She denied pain, diplopia, and any prior facial filler or injections. On exam, her visual acuity was 20/20 and her pupils and anterior segment examination were unremarkable. She had notable bilateral lower eyelid edema with mild discoloration, and multiple firm palpable nodules. A CT scan revealed soft tissue thickening of the lower eyelids and malar area bilaterally. The masses were biopsied through a lower eyelid transconjunctival incision and multiple firm nodules were excised. Histopathology revealed degenerating striated muscle surrounding pools of abnormal organic extracellular matrix (ha). The masses persisted for the 5 months from initial evaluation to surgery. Postoperatively, the patient reported that she had received filler for lower facial rhytides several years prior. The injecting facility declined requests for patient records or information on which fillers were used. The authors noted that if the patient's history of filler was known, treatment with hyaluronidase would have initially been recommended. Literature citation: late presentation of enlarging lower eyelid mass and muscle degeneration secondary to hyaluronic acid filler, teo, alison a.; mokhtarzadeh, ali; cameron, j. Douglas; harrison, andrew r. Less ophthalmic plastic and reconstructive surgery. 33(3s):s9-s11, may/june 2017.